Manufacturer narrative:
Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves. Device migration, distal embolization, headache, incomplete aneurysm occlusion, neurologic deficits including stroke and/or death, perforation or dissection of the vessel(s), pseudoaneurysm formation, rupture or perforation of aneurysm, transient ischemic attack (tia) or ischemic stroke, vasospasm, vessel occlusion, vessel stenosis or thrombosis. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. It is imperative to use the fred system with a .027 inch (0.69 mm) inner diameter headway® 27 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheath into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions: exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use: 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. [Figure 7] note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If fred system positioning is not satisfactory, the fred system implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. [Figure 8] caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. Caution: the fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate coverage. Note: the fred system will expand and may foreshorten up to 60% from its undeployed length. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of approximately 7 mm on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not detach the fred system if it is not properly positioned in the parent vessel. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the implant is not fully apposed or is kinked, consider utilizing a suitable microguidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred system implant. 21. Caution: carefully watch the fred system implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported that as per the IFU, a microcatheter was delivered to the mca and a different microcatheter was positioned in the aneurysm. (There was no difficulty in delivering the microcatheter, but the microcatheter was shaped three times due to the poor location of the aneurysm.) After a coil was taken one shape in the aneurysm, the fred x stent was deployed. 1. As the flares were deployed and the stent was pulled for positioning, the stent slipped down to c2. The stent was re-sheathed and removed from the patient, and the guidewire was delivered to the mca again to secure access. 2. The stent, including flares and working length, was deployed, but the flares were slipped down to c2 during deployment in a curve from c2 to c3. The stent was moved back to m1 by slightly re-sheathing the stent and advancing the microcatheter. 3. The stent began to deploy from m1, but the working length also covered the aca. 4. Coiling was initiated using a semi-jail technique. Three coils were used, and the coils appeared to protrude to the ic-pc (this was resolved by deploying the stent). 5. The stent began to deploy. There was no problem with the deployment itself. 6. After stent implantation and confirmation angiography, the physician checked the patient¿s condition. It was noted that the patient seemed to have difficulty speaking, and the physician saw how it went. 7. Another angiography was performed and confirmed the disappearance of the aneurysm and the ic-pc. Edaravone was administered. 8. Indocyanine green test (right) was performed and showed blood flow to the left aca via the acom. 9. Vertebral angiography (left) was performed and showed blood flow to the pca. 10. Ozagrel was administered. 11. Indocyanine green test (left) was performed and showed thrombus at the distal flare of the stent, the aca entry area, and the starting part of the proximal working length of the stent. 12. Efient was administered. (Wait 10 minutes) 13. Angiography showed no improvement. (Wait 10 minutes) 14. Angiography showed no improvement. 15. Pta was performed using a balloon. The thrombus around the distal flare of the stent and the starting part of the proximal working length of the stent disappeared, but the thrombus at the aca remained. (Wait 10 minutes) 16. Slight shrinkage of the thrombus at the aca entry area was observed and the procedure was completed. Physician¿s comment: there was no problem immediately after stent implantation, but the thrombus formed rapidly. Even if sac (stent-assisted coiling) had been performed with a lvis, the result might have been the same. She did not want to implant the stent in the aca, but it was difficult to position, and she could only implant the stent in this location. The medications may have not been effective. Primary disease: aneurysm additional information: medical history: unknown, no image available, no additional information available. Stent implantation site: aneurysm location: ica, c2 , side branch vessel covered: p-com, size: 4mm in neck length, 6mm in width, 4mm in depth, 4.5mm in height, unruptured, shape: saccular, lesion site: left side, parent vessel diameter: 3.8mm on the proximal side and 3.5mm on the distal side. Antiplatelet and anticoagulant therapy preoperative: aspirin (details unknown), clopidogrel (details unknown). Postoperative: aspirin, clopidogrel platelet reactivity test: not performed, poba: performed.